Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this device lot were reviewed and the device was sterilized and released according to the product's' acceptance criteria. A complaint history review was completed. The electronic complaint system was searched for lot 115795. The (B)(4) complaints were reviewed for similarity. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any surgical procedure that disrupts the integrity of the globe can lead to endophthalmitis (eg, cataract, glaucoma, retinal, radial keratotomy, intravitreal injections). Endophthalmitis is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known.  To date, there has been no causal link established between the infection and the istent device. Based on the results of the investigation, no quality product deficiency was identified. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro-bypass stent surgery, the patient presented with endophthalmitis in the operative eye (od) five (5) days post-op. Vitrectomy was subsequently performed on (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
A review of the device labeling was completed. Iritis, uveitis and hypopyon are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event cannot be determined. (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. The endophthalmitis was associated with iritis, uveitis, and hypopyon. The patient was treated with topical steroids, and pars plana vitrectomy (ppv) was performed. The endophthalmitis was resolving following treatment, and the bcva to be determined eventually. The patient status was reported as ¿still in the stages of recovery¿.

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient is currently in recovery phase and still clearing inflammatory debris.

Manufacturer narrative:
MFR# reference: (B)(4).